Event description:
During triathlon ps tkr surgery, triathlon x3 tibial bearing insert- ps insert was to be implanted. The stainless steel wire placed on the anterior/ front side of the triathlon x3 ps insert came out while implanting and the insert was no longer usable. There was another triathlon ps insert for back up so that was used and the surgery was completed successfully.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the provided photograph shows an insert with a disassociated locking wire. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the provided photograph shows an insert with a disassociated locking wire. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During triathlon ps tkr surgery, triathlon x3 tibial bearing insert- ps insert was to be implanted. The stainless steel wire placed on the anterior/ front side of the triathlon x3 ps insert came out while implanting and the insert was no longer usable. There was another triathlon ps insert for back up so that was used and the surgery was completed successfully.